Event description:
The customer reported a falsely elevated alinity free t4 result for one patient generated on the alinity I processing module. The following data was provided: initial free t4 result = 25.59 pmol/l; repeat result = 13.97 pmol/l (reference range: 9.01 to 19.05 pmol/l) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. E1 - address 1: (B)(6). This report is being filed on an international product, list number 7p70-77 that has a similar product distributed in the us, list number 7p70, with 510k/PMA/bla number k173122.

Event description:
The customer reported a falsely elevated alinity free t4 result for one patient generated on the alinity I processing module. The following data was provided: initial free t4 result = 25.59 pmol/l; repeat result = 13.97 pmol/l (reference range: 9.01 to 19.05 pmol/l). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation of lot 73465ud01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data identified an increase in complaints for the alinity I free t4 assay as well as an increase in complaint activity for reagent lot 73465ud01. However, testing was performed utilizing retained kits of lot 73465ud00, which contains the same bulk material as lot 73465ud01, and noted that all testing passed, indicating the reagent lots are performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 73465ud01 was identified.